Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 16-oct-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving fentanyl 500mcg/ml at 25mcg/day via an implantable pump. It was reported that the patient was recently seen at the managing physician¿s office and was complaining of suboptimal pain control in her back. The environmental, external or patient factors that may have led or contributed to the issue was noted as ¿n/a¿. The diagnostics and troubleshooting performed was the physician performed a catheter dye study and determined that there was no return of csf (cerebral spinal fluid). As a result, he reduced her intrathecal dozing in preparation for a catheter revision. The actions and interventions taken to resolve the issue was the physician replaced the spinal segment of the catheter. The spinal segment was reattached to the pump segment via a collet. The physician opened the spinal segment to access the intrathecal catheter. He attempted to retract the catheter to re-establish flow but was unsuccessful. He subsequently cut the intra thecal catheter and removed the spinal segment of the catheter. The removed segment was discarded by the customer. The physician then used a spinal revision kit to replace the spinal segment. The spinal segment was reconnected to the pump segment using a collett. The physician then aspirated the intrathecal catheter through the catheter port site successfully. The issue was resolved, and it was noted that the healthcare provider would not have any further information regarding the event.